Event description:
It was reported that the pump touch screen went black. There was no adverse impact to customer¿s blood glucose level. Reportedly, the issue was resolved and customer continued using pump for insulin therapy.